Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the site was experiencing electrical issues and that the motion controller was restarted on the imaging system. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not power on when prompted by the user. It was reported that the viewing station of the imaging system would power on. There was no patient present when this issue was identified. No additional information was provided.